Event description:
Zoll laboratory services contacted zoll to report that a patient developed a broken skin irritation under the patch. Patient described the area as red raised and itchy. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an anti-itch cream for the skin irritation. Outcome of the irritation is unknown.